Event description:
Pt states she uses the humira pen and over the last month she has had problems with the needle. The needle didn't deploy onetime, was missing from pen and was found bent. Pt also states that one time the vial that contains medication broke inside the syringe and fluid came out.